Event description:
On 5/27/73, the pt was scheduled for removal of bilateral breast implants and left capsulectomy. The surgeon performing the surgery was not the same surgeon that implanted the breast implants, so the MFR was unknown and the pt did not know who the MFR was either. The implants were found to be ruptured in the pt when the surgery began. What was left of the implants and silicone gel and the capsule tissue was sent to pathology for exam. No abnormal pathology was reported on the tissue and implants sent for exam. Because the implants were found to be ruptured, this was considered to be a pt injury in facility's opinion.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.